Event description:
It was reported that following post implant treadmill, which revealed no indication of restenosis, the pt experienced chest pain. No ischemic changes were noted at the time of stress echo treadmill the pt returned to the cath lab and angiogram revealed that the lad stent was totally occluded with a thrombus. Reopro was administered and bc angioplasty resolved the thrombus. Reportedly the pt tolerated the procedure well. As a precautionary measure pt was sent for bypass surgery a week later.